Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit v40 femoral head and accolade ii hip stem on (B)(6) 2015 and was revised on (B)(6) 2018. It is further alleged that the post operative diagnoses was "failed right total hip arthroplasty secondary to adverse local tissue reaction metal-on-metal trunnions debris with likely asceptic loosing of the acetabular component".